Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high and low blood glucose. The customer's blood glucose at the time of incident was over 400 mg/dl and 49 mg/dl, current blood glucose is 113 mg/dl. It also stated that they received insulin flow blocked alarm and insulin pump passed the displacement test. The customer treated high blood glucose with manual injection. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer allege insulin pump was under delivering. The insulin pump will not be returned for analysis.